Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's family member reported "had a leak and they had to go in there with a straw to pull the silicone out of the body" for an unknown side. Device has been explanted.